Event description:
It was reported that during a right thyroidectomy procedure, the response to stimulation was unreliable. The technologist experienced a complete lack of response when they were certain they were on the patient's vocal cords. A bipolar probe did not work and turning up the stimulation did not work. Placement of the tube was good. It was securely taped in place, no twisting. There was a healthy level of background emg from the vocal cords when the nim was turned on. The tube maintained its position throughout the surgery as indicated by the background emg. They received a small response to stimulation at first and then nothing but stim artifact. There was no injury reported as a result of this event.

Manufacturer narrative:
Concomitant products: xom unknown nim (bipolar probe): the product number and lot number were not provided. Therefore, the manufacture date and other device details could not be determined. (B)(4). The device will not be returned. Therefore, an analysis will not be performed. Method code: no testing methods performed. This device is used for therapeutic purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.